Event description:
The customer reported that an 840 ventilator had a unresponsive keypad. The covidien customer support engineer (cse) inspected the device and could not duplicate the malfunction. The cse replaced the keyboard as a precaution. The unit passed extended self-testing.